Event description:
It was reported that the stent dislodged. Three 6.0x18x150cm express vascular sd stents opened during the procedure. The first stent was damaged during preparation. When preparing the device, there was difficulty moving the device. The first device was not used and the second device was opened. During advancement of the second device inside the patient, there was resistance. The stent dislodged from the balloon and landed in the small interlobular artery of the left renal artery. The stent was unable to be retrieved from the patient. The physician noted it was not impacting the patient's health. The third stent was able to be properly placed in the mesenteric artery as intended. There were no patient complications reported.